Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: "summary of evaluation: removed cover and inspected internal components, removed front display panel and inspected components / connections, updated software version 1.2.5.12 completed full qip and electrical saftey tests, completed 12 hour soak test" probable root cause: sdc application software [cor, ip] sdc motherboard, fpga temperature sensors/measurement, cables and connectors, esp software [esp]. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.